Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced adhesive issue with infusion set on (B)(6) 2026 as the infusion set fell off while patient was in school. The patient faced adhesive issue with two infusion sets, replaced infusion sets and resumed insulin successfully.